Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, it was found that the catheter flow was poor, and an x-ray was done due to the patient having low blood flow in the dialysis unit. An auxiliary examination was performed and showed that the catheter lumen was suspected to be asymmetric and narrow. There was no leak, and tego was not utilized. There was no luer adapter issue. Iodophor was the cleaning agent used on the device. The insertion site was treated prior to product placement. The catheter was not repaired. There were no other products being utilized with the device. The line was not hard to flush with the syringe. There was no blood return prior to syringe flush. Heparin was the anticoagulant used. This was not the infusion line. There was no blood loss, and blood transfusion was not required. As a remedial action, the catheter was replaced.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The evaluation found no potentially contributing factors. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.